Manufacturer narrative:
The returned catheter was reported initially for a kink in the catheter and a perforation. Cis investigation was able to confirm the reported kink in the infusion catheter but could not confirm a perforation. Further, the usc was not returned and thus any alleged issues could not be confirmed. Both flow testing and visual inspection did not reveal any perforation of the ic tubing where the usc could have exited. The infusion catheter was returned with the cable cut off. The usc was not returned. Blood was observed in the drug lumens and kinks were noted in the infusion catheter at 16.0cm, 98.1cm, and 101.9cm distal to the strain relief. Visual inspection did not indicate any leaks. Flow testing was also performed and no leak near any of the kinks or in the infusion catheter tubing were observed.

Event description:
It was reported that a device kink and catheter perforation occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. After placement of the catheter, the physician was advancing the ultrasound wire into the catheter when the ultrasound wire kinked. It was noticed via fluoroscopy that the tip of the wire perforated through the catheter at the location of the kink. Both devices were removed without incident. No patient complications occurred. The procedure was completed with another of the same device.

Event description:
It was reported that a device kink and catheter perforation occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. After placement of the catheter, the physician was advancing the ultrasound wire into the catheter when the ultrasound wire kinked. It was noticed via fluoroscopy that the tip of the wire perforated through the catheter at the location of the kink. Both devices were removed without incident. No patient complications occurred. The procedure was completed with another of the same device.